Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. It was reported that the pump became infected shortly after it was implanted, and was removed. The patient spent 9 days in the hospital due to the infection. No pump medications, diagnostics, cause of the infection, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.